Manufacturer narrative:
The complaint investigation for false positive results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 17517ui01 was evaluated using world wide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 17517ui01 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer¿s observation. The ticket trending review of at least 12 months of complaint data for the likely cause list number did not identify any trend regarding commonalities for lot number and issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 17517ui01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed an increase in architect stat high sensitive troponin-I values. The customer provided the following data (reference range 0 - 0.3 ng/ml). Id2: 1.956 ng/ml (positive); id8: 1.051 ng/ml (positive); id11: 2.559 ng/ml (positive); id27: 2.384 ng/ml (positive); id43: 3.380 ng/ml (positive); id47: 1.613 ng/ml (positive); id50: 1.748 ng/ml (positive). The customer replaced the reagent with a new bottle and reformulated the buffer solution. The samples were retested with the following results. Id2: 0.006 ng/ml (negative); id8: 0.010 ng/ml (negative); id11: 0.561 ng/ml (positive); id27: 0.001 ng/ml (negative); id43: 0.002 ng/ml (negative); id47: no retest; id50: no retest . No adverse impact to patient management was reported.